Event description:
It was reported that a spectrum pump's "door will not close all the way". It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no. : (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the "door will not close all the way", which were reproduced as door not fully latched messages. The messages were found to be caused by loose link screws. The screws were replaced.